Event description:
It was reported that during a procedure on the spine that the bur broke. It was further reported that the broken piece fell onto the pt's back and was retrieved. It was reported that another bur was available to complete the procedure.

Manufacturer narrative:
Awaiting eval of device. In addition, no lot number was provided for further investigation.